Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) who confirmed the information with the healthcare provider (hcp). The serial number of the external neurostimulator (ens) involved with the event is not known. It was also discardedby the hospital. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-jul-11 mpxr 642853, mpxr 643425 (con, rep): information was received by a trial patient regarding an external neurostimulator (ens). Patient had the procedure today and they have the urgency to void every hour, but they are only going about 100ccs. In addition, they asked if it's normal to void more frequently with this device. The call agency advised the patient to contact their healthcare provider (hcp) with for medical advice or if they had questions about their health. Three days later, a manufacture representative (rep) reported a lack of efficacy and the patient feels like they are going to the bathroom more frequently at times. On (B)(6), the patient was pain down the right leg to the foot with numbness and tingling which started the first time after going from a normal standing to a sitting position. Due to a lack of efficacy, the patient was switched from configuration 2 at 4.5ma to configuration 5 at 4.5ma, but they had another bout of right leg pain down to the foot with numbness and tingling after going from a normal standing to a sitting position. Stimulation was then decreased a couple of times, but turned completely off. The right leg pain down to the foot with numbness and tingling persisted with the stimulation off. The rep spoke to the patient four hours after they turned stimulation off and the pain was much less, but the tingling was still occurring to the right leg down to the foot. The patient called their urologist¿s answering service and spoke with the physician on call who instructed the patient to leave stimulation off. The patient is planning on leaving stimulation off, calling their urologist again, and inform them that they would like the lead pulled. The patient does not want to go on with the trial due to fear the right leg to foot tingling won¿t go away and lack of efficacy. No device issue was reported and no further patient complications have been reported as a result of this event.